Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6) and the reported event cannot be conclusively determined through this evaluation. The account reported that the patient experienced dysarthria on (B)(6) 2023 and presented to the emergency department for evaluation. The patient consulted with/was treated by the neurology department and their symptoms resolved. Although the cause for the dysarthria was not conclusively determined, the hospital suspected that it was due to a stroke that the patient had before left ventricular assist device (lvad) implant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas instructions for use lists other neurological event (not stroke-related) as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. G, contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient experienced dysarthria and presented to the ed. They were hospitalized. The cause was highly suspected to be from a stroke that the patient had before left ventricular assist device (lvad) implant. The patient was consulted and treated by the neurology department. Treatment information was limited.